Event description:
On (B)(6) 2009, I underwent a right total hip arthroplasty revision. I received a depuy hip system consisting of a pinnacle sector cup size 54 mm, with the 36 mm x 54 mm metal liner, an s-rom 36 mm +8 femoral stem, and a 36 mm +9 s-rom metal on metal femoral head. Soon after this surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device, I experience severe pain and discomfort. I am unable to bend to do everyday tasks like bathe my child. I hear popping and clicking noises in my hip. I also have difficulty sleeping due to the pain. Diagnosis or reason for use: revision of replacement hip.